Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. One same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin (1 gram daily, route and duration not reported) and amikacin (150 milligram daily, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. It is unknown if the patient recovered from the event. On an unreported date, the patient was retrained on break in aseptic technique. No additional information is available.